Event description:
It was stated that the insulin pump was giving repeated failed battery test alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and battery heating up due to a component on the liquid crystal display board puncturing through the isolation tape and making contact with the positive side of the battery tube. Unable to verify the failed battery test alarms due to the blank display.